Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 15.2psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 15.2psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
The device was retested by service using the settings it was returned with, which included an occlusion pressure setting of 284 psi. During evaluation, the device successfully passed the 30 psi occlusion test, recording a passing pressure of 30 psi. No malfunction was observed. The reported failure mode has been assessed as non-reportable. Our investigation determined that the event did not pose a risk to the health or safety of patients, users, or bystanders. Additionally, there was no allegation of serious injury or death, and recurrence of the issue would not be expected to cause or contribute to a serious injury or death. Reference to complaint# (B)(4).